Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. Reprogramming was done, which resolved the stimulation and the lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.